Event description:
Tube feeding was initiated. A 1000 ml bottle was started at 2100 at a rate of 40 ml/hr. The bottle was empty at 0300. The rate was not changed, the cassette was in place and the door was properly closed. The pump was removed and sent to biomed. The tubing was removed and was not available for testing. Biomedical testing could not duplicate the event. After further investigation, the manufacturer found that there was no evidence of an over-infusion. Through further discussion with nursing staff, it was noted that there was a lack of communication regarding the amount of feeding fluid at the start of the therapy. The proper amount was delivered.